Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (e315). The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error e227. A root cause could not be identified. Based on the results of the investigation, no problem related to the customer¿s allegation was detected. Regarding the reportable issue found during the device evaluation, it is likely that corrosion of the plug unit caused it, in other words the malfunction was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.